Event description:
It was reported that during the procedure in the mildly calcified marginal artery, a non-abbott guide wire was inserted into the patient anatomy. A non-abbott guide catheter was then advanced into the patient anatomy. No pre-dilatation was performed before the 2.5 x 28 mm promus rx stent system was inserted and advanced to the target lesion. Resistance was felt and some force was applied. However, the promus rx stent system could not cross the lesion and was withdrawn from the anatomy. After withdrawal, it was noted that the shaft, distal to the hub, was separated into two pieces. The device was not used again. Predilatation was performed with a non-abbott dilatation catheter and a new 2.75 x 28 mm promus rx stent system was advanced and the stent deployed. Post dilatation was performed with the same non-abbott dilatation catheter and a second 2.75 x 28 mm promus rx stent was deployed proximal to the first. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 014 pt graphix. Guide cath: 6 fr ebu4 (medtronic). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the stent delivery system (sds) noted blood and contrast visible on the stent implant and on the balloon consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts on the first and second row at the proximal end of the stent implant. Since this damage was not reported in the incident information, the stent damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Stent damage is expected and not unusual with failure to advance incidents. Catheters may become damaged if force is applied during attempts to advance or retract the product and/or from handling prior to use and/or during packaging for return. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket were separated 14.6 cm distal to the strain relief tubing confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket material was stretched at the separation. There were multiple bends and kinks noted to the catheter. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. The patient anatomy was mildly tortuous and the lesion was not pre-dilated which likely contributed to the reported difficulties as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that as resistance was encountered during advancement of the catheter, the hypotube was manipulated such that it kinked and as force was applied, the hypotube ultimately separated. It should be noted the promus instructions for use states: pre-dilate the lesion with a ptca catheter. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.